Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, pt reported, she switched to her backup infusion device from her primary device and continues to have elevated readings. She stated she switched to her backup infusion device this morning and her last reading was 400 mg/dl. Pt reported, she changed her infusion site at that time. She states she has champagne air bubbles in her cartridge, but she states those will not affect her. Pt reported, the infusion device did not give any alerts or errors. She stated she is trying to wean off of one of her medications. Advised her to contact her doctor immediately in reference to her medications and her elevated readings. Reminded her to always prime any air bubbles out of the cartridge. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested. On follow up call pt reported since she has been on her back up infusion device, her readings have been in the normal range.